Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Big scratch under-eye area [scratch], brush head popped off and I hit my under-eye area with the metal head leaving a big scratch [injury associated with device], brush heads pop off the metal brush head while brushing teeth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that each of the 3 oral-b sensitive or precision clean brushheads (oral-b flexisoft) used from a pack of 4 had popped off the metal brush while brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown. The consumer reported the head popped off again on (B)(6) 2017, and he/she hit his/her under-eye area with the metal head, leaving a big scratch that still shows. The case outcome was not recovered/ not resolved. The consumer reported he/she had the oral-b toothbrush for many years, and this was the first pack with which he/she had encountered any problems. No further information was provided.